Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and returned. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was detached and torn with a partial mesh attached to it. Microscopic examination of the mesh on the static side revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. The information received indicated the mesh fell apart on one side. Quality confirmed the detached static anchor attached to a partial mesh. Based on the examination of the static anchor, and partially torn mesh, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Details were not provided if there were any issues that may have occurred prior to the detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the mesh fell apart on one side. No adverse patient events were reported.

Event description:
According to the available information the mesh fell apart on one side. No adverse patient events were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.